Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed infusion supplies on own, but alarm recurred. Customer declined to remove site with tandem system support, so root cause could not be determined. Customer resumed insulin therapy. Customer's blood glucose was 164 mg/dl.